Event description:
Mid 70¿s female with history of atrial fibrillation. Procedure: diagnostic heart cath. The green part of the vascade would not retract, collagen did deploy. No known harm to patient. Manufacturer response for vascade 6/7f vcs, (brand not provided) (per site reporter). Will obtain.